Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified superficial femoral artery. A 5.0 x 100mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atmospheres with no leaks or issues noted. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified superficial femoral artery. A 5.0 x 100mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.